Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2021 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (10 mg/ml at 0.48 mg/day) via implantable infusion pump. It was reported that the catheter and pump was spun multiple times causing the inability to aspirate through catheter access point (cap). The event date was asked but unknown. There were no factors that may have led or contributed to the issue. The patient underwent a revision of the proximal catheter. There was good csf flow following the procedure. The issue was resolved at the time of report. The patient's weight at the time of report was 104 kg. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.